Event description:
It was reported that patient underwent a m2a hip procedure on (B)(6), 2010. Subsequently, the patient was revised on (B)(6), 2012, due to tendonitis and metal synovitis. The acetabular cup, taper insert, and modular head were removed and replaced.

Event description:
It was reported that patient underwent a m2a hip procedure on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2012, for unknown reason. The acetabular cup, taper insert, and modular head were removed and replaced.

Manufacturer narrative:
This medwatch is being filed to relay the reason for the revision procedure, as well as the patient's date of birth. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 1 of 3 follow-up mdrs filed for the same event (reference 1825034-2012-00331-1 / 00333-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00331 / 00333). The user facility was notified of the event on march 27, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.